Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cuff component of the dispbivona neo/ped tracheostomy tube, failed to inflate after 1 ml of water was added. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Two bivona® neonatal and pediatric tracheostomy tubes were returned for analysis. No damage was detected to the samples. The samples were filled with air and water. When inflated with air, the cuff was inflated without problems. When the sample was inflated with water, the cuff was noted to be smaller. Additional air cuff symmetry test were performed to the samples. The cuff sizes were measured (sample 1: 50% and sample 2: 40%) revealing results are over 33.3%; units are within specifications. Relevant documents were reviewed and considered adequate. Manufacturing process was reviewed. The assembly process was reviewed and noted to perform according to the procedures listed above. The training was reviewed and it was confirmed that the personnel had the trainings up to date. A review of 32 assemblies were reviewed, inflated with air and visually inspected; all were correctly performed. Instructions for use (IFU) was reviewed. Based on the evidence, the root cause is unknown as the complaint is not confirmed.